Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. The following incident description was provided to caridianbct quality assurance on (B)(6) 2010. Within a 2-3 week period, two trima donors experienced loss of consciousness and prolonged recovery. Both individuals fully recovered without significant medical intervention or follow-up treatment. The medical director did not believe that the incidents were related and did not allege a deficiency of the trima machine or disposable kits.

Manufacturer narrative:
(B)(4). Investigation: the acda solutions used were from two different lots. The two incidents that occurred during a trima accel collection used trima disposable kits from the same lot number 12r1115. Syncope episodes have similar characteristics, but can be caused by many different types of stimuli. Root cause: these disposable sets were unavailable for specific root cause analysis. The physician pointed to dehydration as the root cause of both incidents. Risk analysis: the two individuals experienced a type of reaction that is listed in the trima accel automated blood collection operator's manual (trima, 2009). The rate of occurrence of all reported patient reactions on trima disposable kits manufactured in 2009 was less than 1 in 100,000.